Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not successfully implanted due to device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during the procedure. The device will be returned. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not successfully implanted due to device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during the procedure. The device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm message - error code 1003 based on visual inspection of pacemaker (pg) case and header noted no anomalies. Further, cause traced to environment was selected based on analysis of the returned product which found a blown fuse. This type of damage is likely due to the pg device attempting to deliver a shock into a low-resistance path. Therefore, the damage is deemed due to the environment outside of the device. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.